Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and found a defective pressure- / suction pump. The defective pump has been replaced. The manufacturer requested the defective pump for a investigation. A supplemental medwatch will be submitted as soon as the investigation results becomes available.

Event description:
According to the complaint report: the unit displayed during start-up the error message "fehl pump rel." The pump does not start sporadically. (B)(4).